Event description:
Caller reported experiencing a cgm error 42. The reported issue did not have an adverse impact on the customer¿s blood glucose level. Customer received assistance from technical support to reset the pump, and after the reset, the cgm error did not occur again, allowing the customer to successfully start their sensor session.